Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). The reported device returned for evaluation. Visual inspection note, the flare was well formed an met specification when measured using a go-no-go gauge. The root cause is not able to be determined.

Event description:
It was reported that while the sheath was inserted and the doctor was manipulating the wire, the hub/check flo valve snapped off. The sheath was removed and another sheath was inserted. The patient remained unharmed. No additional details have been provided.